Event description:
It was reported via trial that approximately 14 months post xience v stent implantation in the mid left anterior descending artery (mlad) the patient experienced angina and shortness of breath. 70-100% stenosis was seen and was treated with a xience v stent. There was no adverse patient sequela reported. On (B)(6) 2008, the event resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.